Event description:
It was reported that the ventricular lead had sustained clavicular crush damage and exhibited noise. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. An external abrasion breaching the outer insulation was noted at 6.9 cm to 7.1 cm and at 42.0 cm to 42.1 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device. This damage likely contributed to the reported noise in the field.